Event description:
It was reported that when attempting to interrogate the device there was no response. It was noted on chest x-ray that the right ventricular lead appeared to be fractured. The device was explanted and replaced. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion and the device met expected longevity.